Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the long bipolar grasper instrument was broken at the head. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported no fragments from the broken instrument fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was found have the main tube broken. A piece measuring approximately 0.397¿ x 0.144" was not returned with the instrument.